Manufacturer narrative:
(B)(4). Batch # unk. Date of event is unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable.

Event description:
It was reported that during an unknown procedure, the er420 12mm ligaclips were not clipping or they were falling off. It is unknown how the procedure was completed. Patient consequence was not reported.